Event description:
New information noted that reoccurring post-paced t-wave oversensing caused the implantable cardioverter defibrillator to have auto mode switch episodes. The patient would continue to be monitored.

Manufacturer narrative:
Correction: UDI added. UDI missing in initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the electrograms of the implantable defibrillator, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. The patient would continue to be monitored.